Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Customer's blood glucose was 24 mg/dl. Patient's current blood glucose: 547 mg/dl. Patient has treated with glucose tablets. Patient has been experiencing low bgs for 1 hr . Customer experienced shivering, mental confusion and not coherent as symptom of high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump over delivery. A week ago pump showed she was 400 sensor glucose and blood glucose was 249 mg/dl. The insulin pump will not be returned for analysis.